Event description:
It was reported that the pump battery could not be charged. There was no adverse impact to the customer's blood glucose level. Customer reverted to an alternate method of insulin delivery.